Manufacturer narrative:
The sales order was received on 13 september 2018 and found that it was a two level implantation with two lot number. This report is updated and cover for one of the lots ( mb3555 lot 5253433). A new medwatch report has been created for the second lot involved ( mb3555 lot 5265432, medwatch # mdr165169). The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress.

Event description:
Mobi-c p&f us : revision due to subsidence and persistent/progressive neurologic a surgery was performed on 10 october 2016 for a two level implantation. Due to a persistent/progressive neurologic, a revision was performed on 21 march 2017 by other surgeon. No implant removal, only addition of a supplemental fixation: c4-6 posterior spinal fixation (fusion). This event is probably not device related according to the surgeon. Additional information requested on patient state of health

Manufacturer narrative:
Still implanted.

Event description:
Mobi-c p&f us: revision due to migration/subsidence and progressive neurologic. Event type: implant migration / subsidence and persistant / progressive neurologic. The patient went to see spine surgeon and he recommended a posterior c4-c6 fusion to alleviate dynamic component of an neurologic. Product was not removed. Addition of supplemental fixation (c4-c6 posterior spinal fusion). Probably not device related according to the surgeon. Additional information requested.

Manufacturer narrative:
This medwatch is sent to give the conclusion of this case. The date of report, event were updated for this report. The product remain implanted . Therefore, no examination was possible. The review of the device history records and traceability show no evidence on a device issue that may have impacted this event . Based on the surgeon description , the review of the device history records and the reoccurrence of this event , the investigation found no evidence on a device issue . However regarding the lack of available information and the fact that the device was not returned for examination , the exact root cause remain undetermined. If additional information was received that add a value on this case , another report will be sent .

Event description:
Mobi-c p&f us : revision due to migration and progressive neurologic. During the revision surgery , the prothesis was not explanted and fusion system was added to alleviate dynamic component. Several attempts were made to have more details about this case . No information received . Based on the surgeon evaluation , this case is not device related.